Event description:
A philips field service engineer reported that the heartstart mrx defibrillator showed an etco2 malfunction during servicing. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.